Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch # z7052r. Investigation summary- the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek (z7050e) from another deice was returned along with the instrument. During the analysis, the device was cycled and it fed and formed twelve (12) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device was returned without detectable damage. Device history review- a manufacturing record evaluation was performed for the finished device batch z7052r number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. Additional information was requested and the following was obtained: please provide a detailed timeline of events. Was the injury noted in the initial operation? No, injury was noted. The malformed clip was noted. When was the patient readmitted? Within the first few days post operation. Not sure exactly. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Yes, he does believe that. I did not ask if the malformed clip was removed and another clip was applied, or if he left the malformed clip on. He has a strange personality, and would be very offended by that question. What is meant by the term "scissors". The clip legs did not line up properly. Instead there was a slight overlap like you would see in a pair of scissors for cutting paper. Can they identify the particular structure or vessel that was impacted? I do not have that information. Please specify if there was any injury to the patient's vasculature. My understanding is that there was not any injury. The clip did prevent the intentionally severed vessel from leaking. Can you please confirm whether or not that a clip was properly loaded and present at the time of closing the device. I do not have that information exactly. He insinuated that the clip looked malformed, which would lead me to believe the clip was applied to the anatomy at one point.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # z7052r. E1: unk reporter first name. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek (z7050e) from another deice was returned along with the instrument. During the analysis, the device was cycled and it fed and formed twelve (12) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch z7052r number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a detailed timeline of events. Was the injury noted in the initial operation? When was the patient readmitted? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What is meant by the term "scissors". Can they identify the particular structure or vessel that was impacted? Please specify if there was any injury to the patient's vasculature. Can you please confirm whether or not that a clip was properly loaded and present at the time of closing the device. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the cholecystectomy, the device's scissors slipped off the anatomy and contacted the patient's vasculature. The patient had leaks that resulted in readmission. There were no patient adverse event.